Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and agitation. The customer was provided with oral powdered sugar and baqsimi nasal spray by a non-healrthcare third party for treatment. There was no report of death or permanent impairment associated with this event.